Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient had an episode of cardiac arrest and received cardiopulmonary resuscitation (CPR). At the hospital, upon interrogation the tachy therapy had been disabled on (B)(6) 2018, that was set as ¿do not resuscitate¿ (dnr) for an unknown reason. The implantable cardioverter-defibrillator tachy therapy was reactivated. The patient was sedated with a drip in bi-ventricular pacing. This patient has a known history of class IV heart failure and was not in (dnr) at the time of these events. No additional information was reported.